Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple times that the insulin gauge was inaccurate. During the first instance, the customer loaded a new cartridge to resolve the issue. During the second instance, the customer declined troubleshooting with tandem technical support to resolve the issue. Customer¿s blood glucose level was 196-279 mg/dl.